Event description:
The device was returned by the customer for evaluation and repair of leaking from the distal end rubber coating (a-rubber) noted during reprocessing. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material on the forceps elevator. This medwatch is being submitted for the reportable issue of foreign material found on the forceps elevator as observed during device evaluation.

Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material on the forceps elevator. Other incidental observations for the device are: due to a cut on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; connecting tube has coating, peeling, and a scratch; scope cover (s-cover) and grip have a scratch; scope cylinder (s-cylinder) is shaved; due to wear of angle wire, bending angle in down direction does not meet the standard value; and c-cover is dirty. The user¿s complaint of leak from a-rubber was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. Additional information was received for this event. Correction is being made to g3 value of the initial MDR and device problem code. This supplemental report is being submitted to provide this information. The g3 value of the initial MDR should be jun 16, 2022, and not jun 19, 2022. Customer follows the reprocessing steps as trained by olympus and the instruction for use (IFU). However, in case of issues like physical damage, leakages, or forceps elevator malfunctions, as in this case, the reprocessing (including brushing) is not performed by customer for the device. This device was not used in a procedure with the presence of foreign material. The subject device was repaired within the past one year in march 2022 for foreign material in the forceps elevator issue. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The foreign material found in the device could not be identified. In the case of this event, the customer reported an issue of leakage. As such, any further reprocessing, including brushing and cleaning, has to be stopped. Therefore, there is the likelihood of foreign material being found in the device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.